Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer stated that he was experiencing nausea, abdominal pain, chest pain, and difficulty breathing. Customer's blood glucose reading at the time of emergency room visit 410 mg/dl. However, customer's blood glucose levels range from 104-456 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer stated that the paramedics treated their high blood glucose levels with baby aspirin, nitroglycerin. Hospital treated customer for an upset stomach and used an IV. Customer was assisted with programming their replacement insulin pump. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.